Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 10 years and 6 months post implant of this aortic bioprosthetic valve, the valve was explanted and replaced with a mechanical valve. It was reported the patient was experiencing fatigue and shortness of breath, an echocardiogram revealed the valve was deteriorating, and ultimately the valve was replaced. No additional adverse patient effects were reported.